Manufacturer narrative:
The product was returned and evaluated. The tip passed the leak and thermistor tests. The tip also passed visual inspection as no dents, scratches, blemishes, or dielectric breakdown was observed. The plant evaluation is underway.

Event description:
A user facility reported that a patient received two second degree blisters on the face following a thermage treatment. The area of the body that was treated was the face. The exact location of injury is the left lower forehead and the left side of nose. The patient was administered blt topical numbing cream for the thermage procedure. After the event, the patient was given silvadene cream. It is unknown if there will be any permanent damage or scarring. No other treatments were being performed in same area where the symptoms were reported. The patient hasn't undergone any other treatments in the same symptom area within the past 30 days. The event occurred at approximately 300 reps when the blister on the nose occurred. The highest energy level used was 2.5. No system errors occurred, nor was anything out of the ordinary noticed during treatment except for one pulse on the nose when the doctor heard a sizzling sound, to which the patient also noted excessive pain during that pulse. Solta medical croygen and coupling fluid were used during this treatment. Approximately 1 bottle of coupling fluid was used during the treatment. The treatment tip surface was inspected prior to use and nothing was noted. The treatment tip was unable to be re-inspected during the treatment as the coupling fluid on the membrane made it difficult to inspect the membrane. This is the first time the tip had been used.

Manufacturer narrative:
Correction: section b3: date of event was revised from 18mar2022 to 19mar2022. Section d9: product returned was revised from "yes" to "no". Section h3: device evaluated from "yes" to "no". Device returned from "yes" to "no". Section h codes: type of investigation 1 - removed code 10, replace with code 4115 investigation findings 1 - removed code 213, replaced with code 3221. It was discovered that the customer returned the incorrect tip for evaluation. The actual treatment tip used during the procedure was unavailable for return. Blisters are known possible adverse patient reactions to thermage flx treatment. Thermage system technical user¿s manual (p009418-04 rev a) states the procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined and no conclusions can be drawn. A review of manufacturing record showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action is required.